Manufacturer narrative:
An embolization coil was returned for inspection; however, the visual inspection of the coil revealed that the coil was helical in shape with fibers extending from the primary wind, which confirms the returned device is not the device associated with the reported complaint. As the actual complaint device was not returned for evaluation, the reported complaint could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is underway.

Event description:
It was reported that several coils had been placed in an active gastrointestinal bleed. During positioning of the final coil, resistance was encountered and the coil was withdrawn. During removal, the coil felt "sticky," and half of the coil detached in the microcatheter with the other half in the intended treatment area. Both segments of the coil were removed in their entirety together with the microcatheter and the guiding catheter as a single unit. There was no reported patient injury. The patient was reported to be stable.